Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and they allege insulin pump was under delivering. Blood glucose level at the time of the incident was 500 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had battery issue. Customer was performed high pressure test and it did not passed. Troubleshooting was in performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.